Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg reached end of life. The statue of the ipg was verified by an abbott representative. To address this issue, possible surgical intervention may take place to explant and replace device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was replaced and reportedly therapy was restored.